Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual and functional testing were performed. Visual inspection of the device revealed that the device had a counterfeit case top present. Cracked right plunger case. No damage on bottom case. During occlusion testing, motor rate error was found. The root cause of the reported issue was found to be normal wear. Replaced the stepper motor, old motor mount, teflon washers with the delrin washer, worm coupling and worm gear. Also replaced lead screw and both clutch halves as a preventative measure. Performed occlusion testing and all functional tests which passed. D4 (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.